Event description:
It was prescribed that device was used during the laparoscopic cholecystectomy, the tip of the shear broke off into the patient. The doctor closed the patient without locating the missing part.

Manufacturer narrative:
Device not returned for eval.